Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Per the thv procedural training manual, aortic dissection can occur with wire and catheter manipulation, balloon advancement or thv delivery system advancement and/or thv deployment. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. The device was not returned for evaluation, as it was discarded by the facility. However, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, the cause of the ascending aorta dissection appears to be manipulation of the pigtail catheter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr, interaction between the pigtail catheter and the commander delivery system led to manipulation that created an aortic dissection. After crossing the native annulus with the commander/crimped valve, the pusher of the commander delivery system was pulled back and the pigtail catheter moved with it. It was not possible to advance the pigtail catheter back into the sinuses of valsalva (sov) so it was exchanged over the wire for another pigtail catheter. The second pigtail catheter was advanced to what appeared to be non-coronary cusp and an injection demonstrated a dissection plane. The catheter was moved to the true lumen and right coronary cusp. The valve was deployed in 80:20 aortic/ventricular position with no paravalvular or central leak. The patient remained stable while the delivery system was removed. When the ventricular wire was removed the patient became unstable so they were taken to the or to repair the dissection in the ascending aorta and subsequently expired. The doctor indicated that the patient was on long-term steroids due to arthritis, which may have weakened the aortic tissue; there was no ascending aortic aneurysm. The surgeon indicated that the valve looked good and was perfectly seated within the annulus. In addition, during removal of the pump cannula bleeding had occurred at the groin and platelets and blood was administered. Per report, the cause of the death could be related to the removal of the cannula and the blood being recycled insufficiently back to the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.